Event description:
Additional information was received that right ventricular (rv) lead damage was alleged but not confirmed as an additional episode of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve event.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that episodes of noise resulting in oversensing and an increase in capture threshold was observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. Reprogramming was performed to resolve event. The patient was stable and will continue to be monitored.